Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to doctor's meter. Back to back blood test produced test results of 180 mg/dl using trueresult meter and 123 mg/dl using doctor's meter. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 147 mg/dl and 141 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 05/18/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 186mg/dl, (B)(6) 2015, 10:56am; 143mg/dl, (B)(6) 2015, 03:23pm; 183mg/dl, (B)(6) 2015, 08:48am; 205mg/dl, (B)(6) 2015, 08:47am; 184mg/dl, (B)(6) 2015, 08:45am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.